Event description:
It was reported that the catheter was tangled and unable to be removed from the patient. The patient was taken to the cath lab for removal of the catheter. The procedure took 5 hours. No additional information is available at this time.

Manufacturer narrative:
It was originally reported from our affiliate that this device was discarded. However upon further investigation the device was saved and returned for examination. A visual examination was performed with unaided eye and under microscope at magnification 20x. We received one 139hf75p catheters with (1) attached monoject 3ml syringe with 1.5 ml limited volume for examination. A touhy burst type introducer with attached distal connector of contamination shield was also returned with the product. The customer reported that the catheter was tangled, but the catheter was already cut by the customer when we received it for examination. Therefore we could not confirm if the catheter was tangled (and the possible cause for the damage found on the catheter). As received, the catheter was cut into two pieces with clean cut edges approximately 41.5 cm from distal tip. The balloon was found to be ruptured at the center area of latex and the ruptured edges did not appear to match up, indicating a gap of missing latex. The proximal end of the thermal filament was found to be bent, resulting in a kink on the catheter body. Closer examination of the kink area found that the thermal filament cover has tear damage. No visible inconsistencies were observed on the eeprom data. Both the thermistor and thermal filament connectors were opened and found no visible inconsistencies. No other visual damage, contamination, or other abnormalities were found on the catheter, introducer, or syringe.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental report will be forth coming with the device history results and any other patient information once received.